Event description:
It was reported that the customer experienced a low blood glucose (bg) level; specific value was not provided. Reportedly, the customer required assistance by paramedics to address bg; details and nature of assistance were not provided. Additionally, it was reported that the pump did not enunciate blood glucose alerts as intended. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.